Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: were there difficulties with the device intra-op? The surgeon stated that he did not notice any intra-operative problems. What were those "other therapies"? The surgeon clarified that the patient was unable to eat/drink, and required IV therapy. What was the approximate blood loss? The surgeon estimated the hematoma to be approximately 400 ml. Were any blood products administered to the patient? No blood products were given. IV fluids only. 3-4 days inpatient stay. What is the surgeon¿s experience with device? The surgeon has used the device many times prior to the procedure in question. How was the bleeding controlled? Unknown. -no bleeding at the time of the procedure. Post-operative hematoma only. Did the patient require a blood transfusion? The surgeon mentioned some interventions. It sounded like it may have been blood components. The surgeon clarified that no blood components were required. IV fluid only. Did the procedure need to be converted to open? No. Patient was admitted to a different facility after discharge. No reoperation. What is the current health status of the patient? Patient was discharged to home. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patients, who had a lap gastric sleeve surgery with the device previously had to be re-admitted due to intra-abdominal hematoma. The patient was readmitted to a different hospital and was treated over the course of a couple of days, and eventually discharged. A couple of CT scans and some other therapies were mentioned. The bleeding may have had other origins, but it is suspected to be inadequate sealing on the part of the device.